Event description:
A peritoneal daily registered nurse (pdrn) telephoned technical support to report pt was hospitalized on (B)(6) 2014 with "air in her diaphragm." She asked if it was due to the use of the continuous cycling peritoneal dialysis cycler. She stated the pt had not used the cycler since (B)(6) 2014. Upon follow up with the pt's dialysis clinic, it was learned the pt was admitted on (B)(6) 2014 for abdominal discomfort. She had an x-ray of her abdomen which showed a small amount of "benign intraperitoneal air." The nurse reported the pt did not receive any further medical intervention and was discharged home on (B)(6) 2014. She is continuing on continous cycling peritoneal dialysis.

Manufacturer narrative:
Based on the information provided. It is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data information regarding the reported hospitalization with abdominal discomfort. A supplemental medwatch report will be submitted upon completion of the investigation.